Manufacturer narrative:
(B)(4). Although expected, the device has not been received yet. A follow up report will be submitted once the device is received and an evaluation has been performed.

Event description:
Customer medwatch report received. Per medwatch, patient's mother called nurse into room because lipids had become disconnected from patient and were lying on the floor. Pharmacy was contacted and new bag of lipids was hung. Total parenteral nutrition (tpn) and intralipids (il) were infusing but it was the lipid part that disconnected. Reporter believes tubing disconnected at needle free valve port on y-connector. No patient harm was reported. No additional patient or event details have been provided.